Manufacturer narrative:
A system shut down or power interruption is caused by a complete loss of power or by an unintentional drop in voltage. Under these conditions the unit will prompt an error message to the user or restart automatically to continue treatment. The customer returned the cool cap system to (B)(4) for additional investigation, where it was confirmed by factory service that the power supply of the system was faulty, causing voltage drops during the cooling process. The power supply and the cooling module were replaced. After the parts were replaced, the system functioned as expected according to (B)(4) service procedures. The system was returned to the customer. This report is considered final.

Event description:
(B)(4) was informed that during a patient treatment, the screen of a cool-cap system turned black and "came back on right away by itself" prompting the "power recovery" message. The system continued operating as expected and there was no injury to the patient.